Event description:
The device was used during an unspecified procedure. Reportedly the thread broke with the bag was closed and disengaged into the pt's cavity. The procedure was extended 15 minutes to remove the specimen pouch without injury to the pt.